Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the load process, causing consecutive cartridge alarms. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and arranged to replace the pump, which was still under warranty. The customer was instructed to use multiple daily injections as a backup therapy while awaiting the replacement pump with updated software. The customer received instructions on placing the faulty pump into storage mode and was provided with a return box and pre-paid label to send the faulty pump back. The customer acknowledged understanding that the pump should be returned within 10 days to avoid charges and that they would need to transfer their pump settings and connect their continuous glucose monitor to the new device.